Manufacturer narrative:
Device evaluation: a visual inspection was conducted and a kink was found on the shaft, close to the hub (not preventing the inflation/deflation of the balloon). The purging procedure was executed successfully, no leak was detected. The proximal balloon tube appeared visually deformed, not completely adherent to the shaft. Once the balloon was inflated (with a mixture 50/50 saline solution and contrast medium) it appeared completely asymmetrical with respect to the shaft. The bonding of the proximal balloon tube was analysed and they were found to be within specifications. The inflation occurred in the opposite side of the exit of the inflation tube. It was not possible to completely deflate the balloon since, once the balloon tube came in contact with the exit of inflation lumen, it prevented the deflation of the asymmetrical part of the balloon (still partially inflated). No abnormalities noted on the distal balloon, which correctly inflated and deflated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion in the right cca using moma ultra occluding device. It was reported that the carotid stenting procedure completed with aspiration x 3 checked for debris none noted. Eca balloon deflated 60 seconds, then waited for cca balloon to deflate, cca balloon does not deflate sales rep asked physician to put retracted pressure on catheter and cca balloon deflates down to 2-3mm moma then retracted out of eca angiography of carotid and cerebral arteries obtained. Vessels are patent and no adverse event noted within the cca moma then remove through 9fr sheath possibly kinked during procedure was not able to determine any kink under angiography physician requested moma be evaluated on why balloon did not completely deflate. Procedure was completed and no injury occurred to patient and patient was discharged home with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.